Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30567424l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and a thoracotomy. During the procedure, the patient had a cardiac tamponade. Drainage and thoracotomy were performed. According to the information reported, the adverse event may have been penetrated when the agilis sheath was inserted, but the patient has been stable since the thoracotomy. This adverse event was discovered during use biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The physician commented that the other company's sheath might have pricked the myocardium when inserting it. Intervention provided was drainage and thoracotomy. Patient outcome of the adverse event was improved. It was not reported that extended hospitalization was required. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. It was not reported that inappropriate use was conducted without instructions for use. It was not reported that there were any error messages observed.